Event description:
Patient reported receiving recurring 04 (occlusion alarms with the infusion sets that she had been using. She stated that the occlusion alarms occurred while administering a bolus, normal basal rates, and while priming. Patient stated that one incident occurred with a new infusion set while attempting to prime. She stated the she changed the headset and was able to prime successfully. She experienced elevated blood glucose in the 500's mg/dl. Her normal range is >250 mg/dl. Patient stated that she has only been able to use the infusion set for one day prior to receiving an occlusion. She reported symptoms of feeling sick and "dragged down." The patient did not report assistance by a healthcare professional or second party to address the issue. Patient reported discarding infusion sets, therefore product will not be returned for evaluation.

Manufacturer narrative:
H-6: codes: no product will be returned for evaluation.